Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.6 cm in diameter abdominal aortic aneurysm. It was reported that the endurant iliac limb stent graft was implanted partially covering the external iliac artery by 1 mm. The physician was able to manipulate the device to correct the event. There was no disruption of blood flow and the physician stated that should be no issues. Per the physician, the cause of the event was user error. No additional clinical sequelae were reported and the patient is fine.